Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient use error in not using cartridge per IFU).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) as high as 600mg/dl with crankiness. The reporter stated that the treatment was adjusting basal settings, bolus settings and iob settings. Customer support (cs) completed troubleshooting and it was determined that the patient was not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not using cartridge per IFU.